Event description:
Unit shuts down intermittently, but does not occur while rear weldment is is not installed - no patient harm, found during bench testing. The display would flicker and there was a constatn audible when the device would down intermittently.